Event description:
The monomer vial exploded as it was being opened. The scrub nurse was taken to emergency to have his eyes flushed out. There was no adverse consequence reported for the nurse or pt.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that the event is attributed to user technique.